Manufacturer narrative:
Device was used for treatment, not diagnosis. 3.5mm cortex screw x 5. Incomplete part number was reported (204.8xx). Investigation could not be completed and no conclusion could be drawn as no device was returned and no part number or lot number was provided. Placeholder.

Event description:
It is reported that a patient was required to undergo an open reduction internal fixation (orif) surgery four (4) weeks post operatively from an elbow fracture orif due to hardware failure. The surgery completed successfully. There was no delay in the surgery. 3.5mm cortex screw x 5. Incomplete part number was reported (204.8xx). This is report 3 of 4 for complaint (B)(4).